Event description:
According to the available information, the device was explanted and replaced due to a hole in the pump and mechanical failure of the implant.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to a hole in the pump and mechanical failure of the implant.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the bulb of the pump. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no conforming reports that were confirmed in veeva to be associated. A CAPA (618925) has been historically opened for the titan pump product line to investigate pump fractures.

Manufacturer narrative:
Corrections: annex coding and linked complaint to recall.